Manufacturer narrative:
Inspected 1 opened/used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level of 544 mg/dl. The customer's spouse stated the customer went on a bike ride and got something to eat. Customer declined to troubleshoot for high readings. The sensor was on for six days and it started going off. The sensor will be returned, but the insulin pump will not be returned for analysis.